Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. Also, performed visual inspection and found insertion needle bent inside the needle housing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced needle anomaly and lost sensor alarm. The customer's blood glucose value was 212 mg/dl. The customer stated that when he tried to remove the needle, it came out bent and did not retract into the needle hub. The customer does not know why the sensor was not working. The customer declined further troubleshoot. The product was returned for analysis.